Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device with the overwrap package completely opened was received for evaluation. The device was visually evaluated. Upon evaluation, the overwrap package does not shown a seal defect.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. When the suture was taken out of the box, it was noted that the product was open and not sealed. The product was not used on the patient. There were no adverse patient consequences.